Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue. It was also reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The usb port was noted to be misshapen. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged damaged usb port issue was verified. Additionally, the occlusion alarm issue could not be verified due to damaged usb pins.